Event description:
It was reported that the procedure was performed to treat a lesion in a vessel in the lower extremity. A 3.0x60mm armada 18 balloon dilatation catheter (bdc) was attempted to be used for vessel dilatation; however, during the first inflation the balloon was noted to not inflate and a balloon rupture was noted. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.